Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an increase in pacing impedance and thresholds. No noise was identified on the ventricular channel, even with clinical maneuvers. An invasive system examination revealed a stuck setscrew on the associated implantable cardiac resynchonization therapy-defibrillator (crt-d). The distal rate/sense setscrew could not freed from the seated postion, preventing complete lead insertion and, ultimately, the high impedance observed clinically. The device was removed from service and replaced.